Event description:
Consumer via e-mail stated that while using their oral-b braun electric toothbrush, a small screw came out of the brush head, throwing them off and they ended up swallowing it. They have not suffered any health damage. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.